Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. H3 other text : see h.10.

Event description:
It was reported that pen ndl 31g 8mm 90 count mail order only had no insulin flow. This occurred on 10 occasions. The following information was provided by the initial reporter: material no:320881 batch no: 9114901. It was reported that the insulin does not flow and the patient end will not attach to the insulin pen.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 31g 8mm 90 count mail order only had no insulin flow. This occurred on 10 occasions. The following information was provided by the initial reporter: material no:320881, batch no: 9114901. It was reported that the insulin does not flow and the patient end will not attach to the insulin pen.